Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture, bilateral breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor memorygel breast implant 550cc gel breast prostheses developed pain in both of her breasts. The patient was diagnosed with baker grade IV capsular contracture in her left breast. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis. The patient had a previous complication with the same set of breast prostheses. The breast prostheses were re-implanted in the patient for this event. Refer to manufacturer report numbers 1645337-2021-04810 and 1645337-2021-04811 for details on this previous event.